Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: during investigation, the black box and alarm history showed a cs 012 alarm. The battery compartment and cap were undamaged and able to fit securely. The ez- prime steps were performed correctly with no cs 012 alarms occurring. The product performed within specification. The original complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the printed circuit board.